Event description:
In nov 2002, the pt reportedly experienced an overly loud sensation followed by a painful shock during pt fitting. No info was available regarding follow-up performed by center for the pt. In feb 2003, the pt reportedly experienced a decrease in performance. In march 2003, the pt was seen by a company rep. Testing performed confirmed that the device was functioning. Programming adjustments were made and the pt was pleased. The pt continued to be monitored by the center. Without prior notification made to the company, the device was explanted.